Event description:
A falsely depressed digoxin (dgna) result was reported on a patient sample. The result was reported to the physician. The sample was repeated and a higher result was obtained. An additional dose of digoxin was administered to the patient on the basis of the depressed result. It is unknown if patient treatment was otherwise altered or prescribed. There is no report of adverse outcome to the patient as a result of depressed digoxin result or additional dose.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated digoxin result on the dimension(r) is unknown. The instrument is performing within specifications. No further evaluation of the device is required.